Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported "the median line was cracked. The diprivan infused was leaking through the line." The device was removed and replace. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one, 2-lumen cvc for analysis. Signs of use in the form of biological material were observed inside the medial extension line. It was noted that a section of the catheter body was severed and not returned for analysis. After performing functional testing, a hole was observed on medial extrusion. Microscopic examination revealed that the edges of the hole were smooth and uniform. The appearance of the damage is consistent with contact with a sharp instrument (i.e. Scissors, scalpel, etc.). The catheter body length measured 124mm, which indicates that between 33mm-53mm of the catheter body was severed and not returned for analysis (per catheter product drawing). The medial extension line inner diameter measured 1.4478mm, which is within the specification limits of 1.42mm-1.50mm per the medial extension line extrusion product drawing. The medial extension line outer diameter measured 2.15mm, which is within the specification limits of 2.13mm-2.21mm per the medial extension line extrusion product drawing. A lab inventory syringe filled with water was attached to all three extension lines and flushed. When flushing the medial line, water was observed leaking from the small hole on the extrusion. No other defects or anomalies were observed when flushing the distal or proximal extension lines. Performed per IFU statement, "flush lumen(s) to completely clear blood from catheter." A manual tug test on all three extension lines revealed that all three extension lines were secure to their respective luer hubs and the juncture hub. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a leaking extension line was confirmed through complaint investigation. Visual and functional analysis confirmed a small hole causing a leak on the medial extension line. The appearance of the damage is consistent with contact with a sharp instrument (i.e. Scissors, scalpel, etc.). Dimensional analysis confirmed that all relevant dimensional requirements were met, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the median line was cracked. The diprivan infused was leaking through the line." The device was removed and replace. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".